Event description:
Per the clinic, the patient experienced fluid drainage, bleeding, sensation of fullness and electrode erosion through the posterior auditory canal. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.